Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the stent was damaged. A 3.00 x 2.00 mm taxus express2 drug eluting stent was unable to cross a lesion in an unk vessel. It was noticed that the stent was bent. The procedure was completed with another taxus express2 stent. No pt complications were reported.